Event description:
The physician was attempting to implant a 3.0 mm diameter x 34 mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in a pt located on the lad. The lesion was reported to exhibit 80% stenosis and was tortuous. It was reported that the physician was unable to cross the lesion. Eval of the returned device revealed damage to the stent. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results and conclusions: (pt lesion morphology, severely tortuous and exhibited 80% stenosis), (failure to deliver stent and stent deformation), (direct stenting). Eval summary: the stent was positioned on the balloon between the marker bands as per specification. The eleventh proximal stent strut was raised, damaged and deformed. There was a crystalized substance present inside the inflation lumen. The distal shaft was partially flattened. No further damage was noted. Please note that this device ((B)(4)) is distributed outside the united states; however, it is similar to the united states distributed product ((B)(4)).